Event description:
It was reported that an error message appeared while interrogating the patient¿s device with a programmer. Technical support (ts) explained that the user needs to remove the radio frequency (rf) head and cycle power to clear the error message. Follow up could not determine if the issue was with the rf head or the programmer, however, there have been no issues. The programmer and rf head remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).